Manufacturer narrative:
The customer cancelled the service request. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.